Manufacturer narrative:
The device was not returned for analysis, and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported slda, heart failure, tissue injury, and death. Heart failure, tissue injury, and death are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
The article "transcatheter edge-to-edge repair vs medical therapy in atrial functional mitral regurgitation: a propensity score-based comparison from the ocean-mitral and reveal-afmr registries" was reviewed. The article presented a prospective multi center study, to evaluate atrial functional mitral regurgitation (afmr) commonly affects eldery and grail individuals. Devices mentioned include mitraclip. The article concluded that in real-world data, teer for patients with moderate or severe afmr was associated with a lower incidence of adverse events compared with medical treatment. [The primary author and corresponding author was nobuyuki kagiyama at juntendo university hospital institution with corresponding email kgnb_27_hot@yahoo.co.jp]. The time frame of the study was april 2018 to june 2023. A total of 1,081 patients were included in this study, of which 441 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, prior symptomatic stroke, prior heart failure admission. (B)(6), unk mitraclip peri- and post-procedural complications included death, heart failure, prolonged hospitalization, tissue damage, single leaflet device attachment (slda).

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.